Event description:
The following information is from (B)(6) to nakanishi inc. (Nsk), regarding a device manufactured by nsk for b-USA. B-USA event summary: doctor and assistant were performing a crown preparation. There was no procedural delay with this case. Patient made them aware that the handpiece was starting to get hot. There was no burning, blistering or injury to the patient. Nakanishi has requested additional information from (B)(6) regarding this event via written letter sent 02/13/2015. (B)(6) did not return handpiece to nsk for the manufacturer's evaluation.

Manufacturer narrative:
As an investigational approach nakanishi inc., (B)(4) (manufacturer) examined the DHR for device (forza f5, serial no. (B)(4)). Nakanishi inc. Concluded that no problems had occurred during manufacturing or testing of the subject device, as evidenced in the DHR.